Event description:
New information noted that the lp exhibited under-sensing at first implant location.

Event description:
Patient presented for a scheduled dual-chamber leadless pacemaker implant procedure. The ventricular device was successfully implanted without complication. During the atrial device implant, the first implant location showed unstable chevron and suboptimal electrical parameters in tether mode, and the device was recaptured and repositioned. During fixation at the second atrial location, the patient experienced an acute drop in blood pressure and device was released. Echocardiography identified an atrial pericardial effusion. The patient subsequently developed repeated episodes of pulselessness requiring chest compressions. Pericardiocentesis was performed, but hemodynamic instability persisted. After approximately one hour of resuscitation efforts, the patient could not be revived and was pronounced deceased.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.